Event description:
Inflammation of hip joint, infection of the hip joint. Info was received from a physician via a distributor regarding a pt who received a synvisc injection in 2003 in the right hip for localized osteoarthritis of the right hip. The following day, the pt was hospitalized due to sudden pain. Analgesics, anti-inflammatories and physiotherapy were administered and the pt's condition improved. Arthrocentesis of the right hip joint was performed. Lab test results indicated that the pt had a bacterial infection (streptococcus mitis). A total endoprosthesis of the joint, which was requested by the pt, could not be performed at the time. The pt was discharged 12 days later. Three months later, the pt was hospitalized for resection of the right hip joint. A total endoprosthesis will be implanted in three months. The reporting physician assessed the joint infection as possibly related to the use of synvisc. Manufacturer's comment:u.s. Labeling states that synvisc is indicated for the treatment of pain in osteoarthritis (oa) of the knee in pts who have failed to respond adequately to conservative non-pharmacologic therapy and simple analgesics, (e.g. Acetaminophen). This usage of synvisc in the hip joint is considered off label usage in the u.s. But not in europe.